Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 1.1; lab: 2.45.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio: 1.1; ref: 2.45; mean: 1.78; confidence limits: 1.2-2.3. Date: (B)(6) 2009; inratio: 1.5; ref: 2.4; mean: 1.95; confidence limits: 1.3-2.7. Per event details, time of testing between inratio and lab result is not specified. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Both tests utilized strip lot 214540 (1r2pf). The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits on (B)(6) 2009, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Investigation results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 214540 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria, and then no further action is required. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are outside of the confidence limits for test done on (B)(6) 2009. Inratio value was outside of the lower confidence limit for tests done on (B)(6) 2009. Accuracy test was performed for retain strips (sl# 214540). Accuracy criteria met. Info is insufficient to determine the root cause of end-user's discrepancy. Further testing is not required at this time. No corrective action required at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.